Event description:
A locking ring malfunctioned during screw insertion. A replacement was used. Patient outcome: no adverse event reported.

Manufacturer narrative:
DHR was reviewed and no discrepancies were identified.